Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely, as observed during a routine six month follow-up. Reportedly at the previous visit battery status was at seven years however now showing six months. The unit has been implanted for approximately four years and is included in a battery depletion advisory. To date, no intervention has been deemed required. No adverse effects were observed and all system functionality has been confirmed acceptable. Replacement to be scheduled at a future date. Subsequently, the device was explanted and returned for analysis. No field communication regarding product explant was received.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely, as observed during a routine six month follow-up. Reportedly at the previous visit battery status was at seven years however now showing six months. The unit has been implanted for approximately four years and is included in a battery depletion advisory. To date, no intervention has been deemed required. No adverse effects were observed and all system functionality has been confirmed acceptable. Replacement to be scheduled at a future date. Subsequently, the device was explanted and return for analysis is expected. No field communication regarding product explant was received.